Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 25mm 8300ab aortic valve was explanted after an implant duration of 6 years, 5 months due to unknown reason. The explanted device was replaced with a 29mm 11060a aortic valved conduit. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: corrected data. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned from implant patient registry and investigation that a patient with a 25mm 8300ab in the aortic position underwent a valve explant after an implant duration of six (6) years and ten (10) months due to gram-positive endocarditis and pseudoaneurysm. The patient presented to the hospital with shortness of breath. The explanted valve was replaced with a 29mm 11060a valve. Per medical records, the patient was hospitalized for an episode of sepsis secondary to diverticulitis in (B)(6) 2024. During this admission, a CT chest demonstrated a new large aortic root pseudoaneurysm. After this admission patient was cleared for cardiac surgery, a new cta demonstrated dehiscence of his bioprosthetic aortic valve and increase in size of his pseudoaneurysm. The patient underwent a redo avr with a 29mm 11060a, aorto- mitral curtain repair, and takedown of pseudoaneurysm aortic root replacement. Intraoperatively, the 25mm 8300ab was noted to be nearly completely dehisced in the left sinus, with a nearly perforated noncoronary cusp and a nearly absent with the pseudoaneurysm cavity extended down to the level of the anterior leaflet of the mitral valve. The valve did not appear to have any vegetations, however did appear to have large amounts of fibrinous material surrounding the valve and a portion of the leaflets. The 25mm 8300ab was slowly and meticulously removed. A post-operative tee demonstrated a well-functioning aortic valve with intact lv function and mild to moderate reduced rv function. Postoperatively, the patient was transferred to the ICU in critical but stable condition. The patient expired on pod#7 due to septic shock. Per pathology report, histologic sections show bioprosthetic tissue with adherent fibrinopurulent material, consistent with endocarditis.